Event description:
Intermittent catheter patient (user) reported experiencing a recurrent urinary tract infection (uri) for 6-8 weeks. Due to his history with recurrent uti his doctor prescribed ciprofloxacin to take when he felt symptoms coming on. Patient stated that he would take the ciprofloxacin for about a week and uti symptoms would go away but then reoccur several times before finally clearing up.